Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 6/23/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was explanted. The lens was cleaned, and no cosmetic defects were observed. The complaint issue was not confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens was explanted from patient¿s left eye in secondary surgical procedure. There was no patient injury, no sutures and no vitrectomy requited. Additional information was received and it was learnt that the lens was explanted because the patient was unable to achieve good quality near vision with the lens. Reportedly lens with a different model, zlb00 and higher diopter of +22.5 was used as replacement for the patient. Patient is stable. No further information provided.